Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." The following sections could not be completed with the limited information provided. Date of event - (B)(6) 2012 or (B)(6) 2013. Date explanted - (B)(6) 2012 or (B)(6) 2013. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-05173 / 05174).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2006 and a right total hip arthroplasty on (B)(6) 2007. Patient's legal counsel reports patient allegations of pain, loss of range of motion, bone/tissue damage, elevated metal ion levels and metallosis. Subsequently, patient underwent a revision procedure on an unknown side on (B)(6) 2012. Patient underwent a bilateral revision procedure on (B)(6) 2013. The modular head and liner were removed and replaced in both hips. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 2 of 3 MDR's filed for the same event (reference 1825034-2014-05173 / 05174 & 1825034-2015-00002).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2006 and a right total hip arthroplasty on (B)(6) 2007. Patient's legal counsel reports patient allegations of pain, loss of range of motion, bone/tissue damage, elevated metal ion levels and metallosis. Subsequently, patient underwent a revision procedure on an unknown side on (B)(6) 2012. Patient underwent a bilateral revision procedure on (B)(6) 2013. The modular head and liner were removed and replaced in both hips. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient operative (op) notes dated (B)(6) 2013 reports patient underwent bilateral revision due to cardiomyopathy secondary to cobalt toxicity related to right and left total hip arthroplasties. Op report notes that during the left hip revision, brown, creamy fluid consistent with metal debris; staining of the subcutaneous tissue; and a slightly vertical but stable cup were observed. It was further reported that the left modular head could not be removed due to being cold-welded. The component was cut at the taper insert, and op report notes discoloration of the trunnion consistent with oxidation and metal corrosion changes. The left modular head, taper insert, and liner were removed and replaced. Op report notes that pseudotumorous-type changes and evidence of metal debris were observed during the right hip revision procedure. The modular head and liner were removed and replaced. Review of invoice records could not confirm a revision procedure prior to the (B)(6) 2013 procedures.